Manufacturer narrative:
Investigation summary: the device history record (DHR) was reviewed and indicated that the product was released accomplishing all quality standards. Photos and one sealed unused sample were returned for evaluation. The returned sample was functionally tested however the reported condition could not be confirmed from the sample or the photos. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually, specifically including hub to needle pull force. The lot met all defined acceptance requirements and was released. The true root cause of the failure could not be determined based on the available information. There were no anomalies found during a review of the DHR¿s, maintenance records or process monitoring data. There was no evidence of any systemic failure of the manufacturing process. Based on the investigation and root cause analysis, no corrective actions will be initiated at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the device was being used to add a diluent to a vaccine when the needle broke off into the stopper of the bottle.